Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.

Event description:
It was reported that patient suffered a fracture distal to the restoration modular stem that was implanted on tuesday. Surgeon repaired with plates and a cable.

Manufacturer narrative:
Reported event: an event regarding a periprosthetic fracture involving a restoration modular stem was reported. The event was not confirmed. Method & results: -device evaluation and results: the device was not returned. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined, because insufficient information was provided. Further information such as x-rays, return of device, operative reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
It was reported that patient suffered a fracture distal to the restoration modular stem that was implanted on (B)(6). Surgeon repaired with plates and a cable.